Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (patient (pt), friend/family member (patient rep), healthcare provider (hcp)). Regarding a patient, who was implanted with an implantable neurostimulator (ins). The reason for call, was that the controller went off on tuesday. Pt said, that they went to charge the ins and the controller wasn't working. Pt said, that they've had the controller since 2021. So, they thought, that the controller needed to be replaced. Pt said, that the controller was not powering on. Pt said, that they weren't feeling well and that they had arthritis real bad. Pt said, that they wouldn't be able to do anything with the equipment and troubleshooting. So, they said, that they would have their daughter call patient services (ps), when they were available to assist. Pt said, that they are going in on friday, nov 15th to their hcp to do a si joint injection. Pt said, that they saw hcp last week, as they had a problem in their back buttock area. Pt said, that the ins was implanted in their left buttock and was pulling their skin. So, when they sat down, they got a bad itch in the nerve back there. Pt said, that hcp went to touch the area back there and they wanted to holler. On 2024-nov-15, patient representative, called back with patient and the controller. Initially, caller stated, they need a new controller, because it won't do anything. Agent had caller remove the controller battery and asked caller to connect the ac power supply. Caller stated, the power supply was not available. Caller ,then stated, the controller does power on, but it just says it can't find the device. Agent had caller unlock the controller. Caller saw no device found. Agent asked, caller to connect the recharger, but that was not available either. Caller stated, the controller won't find the implant, when the recharger is plugged in either and needs to be replaced as well. Caller stated, they have talked to the doctor who said, to just get all new equipment, because it was old equipment, they were using. Agent reviewed, replacement protocol and no device found meaning. And caller noted, the implant was last charged last sunday. Agent offered to walk caller through passive recharge mode (prm). Caller asked, agent to call back on tuesday for further troubleshooting. Agent agreed to call patient and caller back for further troubleshooting. On 2024-dec-02, patient rep called back and repeated previously documented information. Caller stated, patient needs a new remote. Caller reported, seeing no device found and said it "won't go off the main screen". Agent attempted to clarify, but caller would not perform any troubleshooting, as patient stated, they needed to get dressed. And patient services would have to call them back. Agent reviewed, in detail no device found message and instruction and agreed to call caller back tomorrow. On 2024-dec-03, agent called back and spoke with patient rep with patient present. Caller reported, implant was currently recharging with a green flashing light and a battery percentage listed. Agent reviewed, charging implant before it decreases below 30%, if possible, to avoid prm moving forward. Caller stated, hcp told the patient when they had their si joint procedure about 3 weeks ago, that the device has moved. Agent redirected to hcp to further address, if needed.

Event description:
Additional information was received from a patient (pt). It was reported that their controller was not picking up their implanted neurostimulator. Patient said the controller had been like this for over a month now, coming up on two months, because their controller was misplaced for a while. Patient tried to unlock the controller, but saw no device found. Agent reviewed that when the implant battery depletes, the controller will not be able to connect to the implant. Patient will call back with their daughter for further t roubleshooting on charging the implant again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.